Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2016-00436. All future medwatch reports concerning this event will be refered to in manufacturer report #3002808486-2016-00436. Manufacturer report#3002808486-2016-00437, manufacturer report#3002808486-2016-00471 will be closed/cancelled, as patient did not receive the described device. (B)(4). Date of event: unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Device implanted in 2010. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter, cook celect filter, and gunther tulip mreye filter in 2010 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Implanted in 2010. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter, cook celect filter, and gunther tulip mreye filter in 2010 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.